Event description:
It was reported that the patient underwent an auricular tympanoplasty in 2003. The suture reportedly absorbed within 5 days resulting in a wound dehiscence. Patient required re-suturing.